Event description:
It was reported that the patient experienced diaphragmatic stimulation. The ventricular lead was repositioned. Additional information received indicated that the patient received an ICD upgrade and the lead was changed out. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, blood noted on helix mechanism; full lead returned and analyzed.